Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 700 mg/dl. Although healthcare provider was not consulted and ketone level was not tested, customer reported ketone level as diabetic ketoacidosis and "life threatening". Customer alleged that pump was not delivering insulin. The customer reverted to an alternate pump for insulin therapy. Customer declined to perform troubleshooting with tandem technical support.